Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the motor of the micro tornado hp w handcontrol does not turn, is jammed and does not hold burrs. The procedure was completed using a replacement. No patient consequence and no surgical delay was reported. No additional information provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the micro tornado hp w handcontrol does not turn, is jammed and does not hold burrs. Per service manual operational and diagnostic, the reported failure was confirmed.   During evaluation, the reported issue cannot be duplicated. Additionally findings, the keypad is not responding properly, the values of the keypad are out of range,button defect, resistance value out of specs: handcontrol set replaced and preventive replacement of o-rings was performed. The testing of the unit was completed per the service manual, the unit passed all functional tests and is fully operational. The possible root cause for the reported failure cannot be determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.   At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.